Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2011. On (B)(6) 2011 the device failed a weekly auto self-test due to a low battery. The device remained in fault mode until the (B)(6) 2011 when the device was manually powered up and passed a self-test. On the (B)(6) 2012 the device was manually powered up and passed a self-test . The recorded voltage had increased by over 2v indicating a further pad-pak was installed. On the (B)(6) 2012 the device failed a weekly auto self-test due to a low battery. On this date the software was upgraded from 2.0.8 to 3.2.0. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2014 and the final history log entry on (B)(6) 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, given the noticeable voltage fluctuations, the low battery fails may have been due to the user installing a partially depleted pad-pak or the pad-pak not being correctly seated within the device housing. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.